Event description:
It was reported that the patient had their device explanted due to infection in the device pocket and the lead site. A culture was sent to the lab, but no results were available yet. The device was not replaced. There were no injuries and the patient recovered without sequelae. Additional information was requested.

Manufacturer narrative:
(B)(4).